Event description:
In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of eight (8) years, six (6) months, nine (9) days. Through follow up with the health care provider, it was learned that the reason for explant was due to calcification, stenosis, and regurgitation. This was explanted and a 21 mm carpentier-edwards perimount magna ease pericardial bioprosthesis was implanted. Despite repeated attempts, no additional information was received.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate calcification was observed in the cusp areas of all three leaflets. The free margin of leaflet 1 exhibited minimal to moderate calcification. Host tissue was minimal at the stent inflow. The x-ray demonstrated calcification, commissure 2 wireform appeared distorted. This damage is most likely due to explant. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.)and mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, customer report of calcification was confirmed. The patient's medical history and age at time of implant likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.